Manufacturer narrative:
Additional information: review of radiographic images found as follows: (B)(6) 2007 chest x-rays pa and lateral appear underpenetrated with likely under inflation as the diaphragm is at t9 to t10. Cardiac shadow is normal, bony anatomy appears normal. On (B)(6) 2007, CT lumbar shows a pedicle screw construct between l5 and s1. The screws are somewhat malpositioned in that the right s1 screw appears to be in the sacroiliac joint rather than the right s1 pedicle. There appears to be a bony scar medially along the right l5 pedicle suggesting previous medial placement of screw that could have injured the right l5 root. Current l5 screw position is lateral but acceptable. No nerve compression is noted, but the right lateral recess of l5, medial to the l5 pedicle is obscured. There does not appear to be adequate fusion bone at the time of this study, either posterolaterally or within the spacer and l5 disc space. On (B)(6) 2007, c-arm lateral multiple intra operative shots show placement of the l5 spacer and sextant rods and screws. S1 screws do deviate from midline as expected from the CT. Placement was per metrx tube. Spacer is eccentric to the left. On (B)(6) 2007, lumbar MRI shows final position of the l5/s1 construct. The interbody spacer was placed through a facetectomy on the left. There is scar now in this location, but it does not appear to deflect the l5 or s1 roots. No stenosis is now appreciated and root distribution within the dural sac appears normal. Screw position is off particularly on the right, but this is better appreciated on the CT of (B)(6). No acute fractures are seen on stir sequences although the endplates bordering the fusion level have increased signal consistent with recent surgical trauma.

Event description:
It was reported that pt suffered work injury and presented to ER on (B)(6) 2006 and was diagnosed with herniated lumbar disc the patient presented with lower back pain. Per the medical records, MRI showed left sided disk protrusion l5-s1. Impression: lumbar spondylosis and herniated disk on (B)(6) 2007 the patient underwent lumbar fusion of the l5-s1 to treat lumbar spondylosis. No complications discharged on (B)(6) 2007. On (B)(6) 2007 pt. Presented with increased post op back pain and leg pain, left greater than right. X-ray stable, no changes. Md impression recurrent radicular symptomatology. On (B)(6) 2007 the patient presented with bilateral leg pain, left greater than right. Myelogram showed l2-l3 and l3-l4 congenitally short pedicles with canal narrowing. L4-l5 grade 1 spondylisthesis and spondylosis with moderate to marked anteroposterior and mild mediolateral canal narrowing. L5-s1 left lateral recess extradural defect with left l5 and s1 root sleeve cut off. On (B)(6) 2007 spinal xrays showed uncomplicated l5-s1 fusion. On (B)(6) 2007, pt. Presented for follow up and complaining of severe back pain and leg pain. Md recommended surgery however pt. Refused surgery until (B)(6) 2008. On (B)(6) 2008 pt. C/o severe left sided le pain. Pt was scheduled for anterior lumbar fusion l5-s1, posterior arthodesis and lateral mass fusion surgery but had to be cancelled due to respiratory complications by the patient. Pt has had frequent follow up visits that the patient has stated no back pain and other times he has complained of constant back pain. The patient continues to treat his back pain with non surgical medical therapies.

Event description:
It was reported that on (B)(6) 2007 the patient underwent transforaminal lumbar interbody fusion surgery at l5-s1 using rhbmp-2/acs and posterior instrumentation.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
.

Event description:
It was reported that on (B)(6) 2007 it was reported patient underwent minimally invasive fusion at l5/s1 only. Per medical record patient underwent "lumbar discectomy l5-s1, sextant instrumentation, t-lift, spinal implant, microdissection, morselized allograft with fluoroscopic imaging. "Per myelogram" postoperative changes with posterior protrusion of graft material is seen, pseudoarthrosis with comorbidities including tobacco abuse, chronic back and leg pain and gastroenteritis along with hypertension are also noted." (B)(6) 2007 patient underwent upper pa endoscopy with biopsy which indicated "hiatal hernia and erosive esophagitis." (B)(6) 2007 patient presented for a follow-up post-op with c/o low back pain and bilateral lower extremity pain anterior interbody fusion recommended. Per exam patient is post-op l5/s1 rod and transpedicular fusion and interbody cage. No hardware complication apparent and lumbar alignment is anatomic. 1/7/08 patient presented for follow-up post-op with complaints of lower extremity pain aggravated by walking, bending, or twisting (B)(6) 2008 patient was scheduled for lumbar interbody fusion l5/s1 with exploration. Surgery was canceled due to patient's gastrointestinal complaints. (B)(6) 2008 patient presented for pa and lateral chest, which indicated "heart size is normal, mediastinum and pulmonary vasculature are unremarkable, lungs are expanded and free of infiltrate no pleural abnormalities noted, skeletal and soft tissues are remarkable."